Event description:
It was reported, that during use with bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, erroneous results were obtained. Results were not reported. And there was no patient impact. Patient 2 of 2. The following information was provided by the initial reporter: it was reported by the customer, erroneous results. Customer states, phlebotomist might have poured over another tube into this tube. Customer states, this has happened before. Gold top (product # 367986) was run as well, and all chemistry results were within acceptable ranges. 2nd patient: alb, ca, k, co2, cl, tbil.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. The customer states, a phlebotomist might have poured over another tube into this tube. Customer states, this has happened before. A gold top (product # 367986) was run as well, and all chemistry results were within acceptable ranges. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text.